Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding the recipient's pain management will not be provided. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was given antibiotics. Device testing revealed results within normal limits.